Event description:
A patient underwent a type IV open thoracoabdominal aortic repair. A surgeon modified xenopericardial tube graft was used primarily to replace the abdominal aorta owing to the suspicion of a mycotic aneurysm. 4 years later, the patient presented to another hospital with a sudden onset of abdominal, back, and left flank pain, constipation, and loss of appetite. A computed tomography angiogram (cta) revealed a contained rupture of a proximal anastomotic pseudoaneurysm of the aorta at the level of the diaphragm. The patient was hemodynamically stable. Endovascular repair with a thoracic stent-graft and a back-table prepared surgeon-modified fenestrated aortic cuff with two fenestrations for the celiac trunk and left renal artery was planned as treatment. A 25mm endurant ii aortic cuff was modified with two fenestrations: one with a 7-mm diameter for the celiac trunk and one with a 6-mm diameter for the left renal artery. Two separate pieces of snare were circularly sewn into the fenestrations. The cuff was then re sheathed. Percutaneous bilateral femoral access was achieved using a non mdt pre closure device. A 25mm valiant navion stent graft was implanted with the distal end just proximal to the celiac trunk to create a sufficient landing zone for the cuff. Both the supra- celiac native descending aorta and the surgeon modified pericardial tube graft had a 22- to 23-mm inner-to-inner diameter, representing moderate oversizing for both stent grafts. The endurant cuff was deployed with the fenestrations at the level of the target vessel and the tip capture closed. Through a 7f non mdt steerable sheath from the contralateral groin, first the celiac trunk and then the left renal artery were cannulated and bridged with balloon-expandable covered stents. The procedure was then completed. The final angiogram and cta on postoperative day 2 demonstrated complete aneurysm exclusion, without signs of an endoleak and a perfused celiac trunk and left renal artery without any stent issues. It was reported that both percutaneous groin accesses required surgical revision on post operative day 1 because of stenosis of the common femoral artery caused by the closure devices. The patient was discharged home on postoperative day 5. A follow-up cta at 6 months showed complete aneurysm exclusion and patent target vessels.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; surgeon-modified fenestrated endovascular aortic repair for ruptured anastomotic aneurysm after open thoracoabdominal repair jungi s, sangalli z, schmidli j, makaloski v journal of vascular surgery cases and innovative techniques volume 7, number 3 pp. 484- 487 https://doi.org/10.1016/j.jvscit.2021.06.002 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.